Manufacturer narrative:
On 10/05/2016 the field service engineer (fse) found disconnected sweep flow tubing which caused the leak. The leak damaged various components which were causing the background failures. The fse replaced the tubing to fix the leak. The components that were damaged by the leak were replaced and the instrument ran without any further issues or errors. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported an uncontained cleaner leak of about 30 ml from the coulter hmx analyzer during startup. There were background failures reported by the customer at the time of the event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes.